Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had fallen forwards and stretched quite a bit. The patient usually uses a walker, but was not using it at the time. This resulted in the patient falling forward. The patient has had quite a bit of pain on their left leg since the fall. The therapy usually covered their left leg and back, but then the abdomen started to hurt. The patient will follow up with the health care provider and see if reprogramming can mitigate with coverage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-feb-07. It was reported that the patient got injections to treat the pain in their left leg, but they were not helping. The patient then noted that the new pain was not related to spinal cord stimulation (scs) system and thought that her multiple sclerosis (ms) was the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.